Manufacturer narrative:
Additional information: d9, h3, h6 and h10. The device was received for evaluation. The visual inspection by naked eye of the product shows the product contaminated. Leak testing of the dialysate side of the device was performed and a leak was observed. The reported condition of leak was verified. The cause of the condition was due to a crack in the welding seam. The cause of the crack was determined to be a manufacturing issue. A nonconformance has been established to further investigate the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hours after starting treatment with a polyflux 140h, an external fluid leakage from the header was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.